Event description:
Device was returned for repair only. Upon receipt, the distal tip was found to be broken off and missing. Contact with the hosp confirmed device had broken during use in a screw extraction procedure. Both tip and screw were retrieved with no injury to the pt.